Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the pump touch screen was white. The pump was reset to address the issue. Subsequently, the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy. Customer's blood glucose was 292 mg/dl.